Event description:
Procedure: lichtenstein. According to the reporter: the flap broke away when opening the progrip the first time. A new progrip was used.

Manufacturer narrative:
Parietene progrip (polypropylene based) is not sold in the us and has no 510k. Parietex progrip (polyester based) is sold in the us.